Event description:
Left mammary silicon filled implant ruptured. Pt experienced pain and new onset of fibromylagia, which she believed to be related to the ruptured implants. Surgery required to explant this mammary implant.